Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia due to possible under delivery of insulin. The customer reported that the have high blood glucose levels of over 30 mmol/l and had the current blood glucose levels of 8.6 mmol/l. The customer stated that the high blood glucose event began on sunday (B)(6) 2018 and the infusion set was changed on (B)(6) 2018. The customer treated high blood glucose levels with insulin pump. Product is not expected to return for analysis.